Event description:
The physician prepped and accessed the pt's right femoral artery with a guide wire. The physician placed the paclitaxel-eluting coronary stent system (catheter unit) over guide wire and position the balloon/stent catheter unit in the right coronary artery lesion. Successful balloon inflations were performed by the physician at the diseased area. Next, the physician next attempted to cross the diseased area with the stent. The stent would not cross beyond the lesion and it would not retract back into the catheter unit. The physician pulled the catheter unit (stent/balloon/guide wire) back to the point of entry into the femoral artery. The physician again found the stent would not retreat into the catheter unit, giving marked resistance. The physician did successfully remove the balloon, catheter and the guide wire out. However, the stent dislodged from the catheter unit, remaining in the artery of the pt. Using a fluoroscopic procedure, the stent was found to be lodged in a right superficial femoral artery of the pt. The stent and its location were evaluated by physicians. The physicians found it best to allow the stent to remain in the pt instead of a complex retrieval procedure, causing more vascular trauma. The pt was clinically stable during event.